Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the large suturecut needle driver instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument's wire snapped. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.